Manufacturer narrative:
For regularization - retrospective review / FDA request. Incident occured in (B)(4). The origin of the incident is related to the positioning of the wafer. There are sharp edges at certain locations in the bores that cause laceration of the braid at the angle used to adjust the device. Cutting edges were undetected through pre-existing controls (tensile tests on axis). Corrective actions implemented : reinforcement of the control method: use of an angled assembly (45°) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "While surgeon was pulling down the transplant, when he started to insert the screw in tibia, the braid of pull-up just cut off suddenly"